Event description:
The following has been reported: biomed reported: "nurse complained of pump touch screen malfunctioning and would not allow them to titrate or select anything on the screen." A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Additional information received from customer that was not initially reported: "pt was peri-arrest requiring intubation and vasopressors. The ivenix pump touch screen malfunctioned and would not allow rn to titrate norepinephrine drip or select anything on the screen display. Pt was critically ill and profoundly hypotensive. Due to the malfunctioning pump [this patient required numerous [doses] of push dose phenylephrine]. This patient nearly experienced a full cardiac arrest".

Event description:
The device was returned for reported lcd input issues. During initial evaluation, the pump successfully completed a mock infusion with all areas of the screen responding properly to touch. An internal inspection verified that all wire connections, including the touch input cable, were secure with no looseness detected. The only issue identified was that the rtv securing the wi-fi antenna near the resistor motor had failed and will need to be reapplied. The pump was then tested by running the secondary channel at 1000 ml/hr for 10 hours, followed immediately by 14 ml/hr through the primary channel for an additional 6 hours. No problems were observed during testing.